Event description:
They reported that during a lap cholecystectomy procedure, the device did not open after firing. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.